Event description:
On (B) (6) 2008, the patient reported that yesterday, he inserted a new infusion site and after he finished his chores, he found that the adhesive of the infusion site had pulled loose and the cannula came out of his body. He stated that there was some blood at the site. He stated that he prepares his skin with alcohol and he allows it to completely dry before inserting a new site. He also stated that he has very dry skin. No blood glucose issues were reported. The patient was sent an infusion set insertion device and adhesive dressings. Upon follow up on (B) (6) 2008, the patient stated that the adhesive dressing was working well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.